Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash underneath the back and front therapy electrodes. Irritation is red, bumpy, and itchy with some raised areas. No reports of open or weeping skin. The patient's physician suggested hydrocortisone cream. During a follow-up, it was reported that the patient's irritation improved.